Event description:
It was reported that a caregiver experienced difficulty inserting an insulin cartridge into an ilet pump, with the cartridge plunger protruding and subsequently dislodging during attempts to remove excess insulin, resulting in insulin leakage from the reservoir; after education on correct filling technique, a later attempt to fill directly from an insulin pen was successful, and the event involved a leak/splash associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with a leak/splash involving the reservoir, and user technique was addressed to prevent air introduction and plunger displacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.